Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver keeps power cycling. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inpsection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log observed a software reset and a reboot receiver error. The reported event that the patient's receiver keeps power cycling was confirmed. A root cause could not be determined.